Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a revision surgery was performed in which the left cylinder and pump were removed and replaced. Upon explant a hole was identified on the left cylinder; however, the cause for the perforation was not detailed by the facility. Following the procedure, the patient was stable and improved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported allegations were unable to be confirmed through analysis. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified the cylinder had wear at folds in the proximal cylinder body and the kink resistant tubing (krt) was worn down to the filament. One of the cylinders had a hole with broken fabric threads in the proximal cylinder body consistent with explant damage. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Approximately two weeks later, a revision surgery was performed in which the left cylinder and pump were removed and replaced. Upon explant a hole was identified on the left cylinder; however, the cause for the perforation was not reported by the facility. No patient complications were reported.